Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. Visual inspection of the lead found no anomalies.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was found the left ventricular lead had dislodged. X-ray testing confirmed the dislodgement. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.